Event description:
A male with previous history of copd underwent aaa repair in 2009. Patient was not a candidate for open repair & outside zenith criteria: neck short, 10mm and angulated, left iliac angulation also. Flex main body tracked well and landed distal to left renal. Top cap released to fixate graft prior to cannulation of contralateral gate. Difficult cannulation, after several catheter exchanges & approximately 30 minutes, he opted to do an up and over technique. The ipsilateral side was released & an iliac leg was added ipsilaterally. Wire introduced up and over & snared down to the contralateral side. Contralateral leg added but still 20mm to the hypogastrics. The only piece available was 56mm leg graft. The extension was added with overlap into the 12mm portion of the contralateral limb. Final angiogram revealed no endoleak but left iliac angulation at the junction. Patient did well saturday. Two days later at 4am, patient complained of back pain. CT was done and noted extravasation at the graft extension junction site of the left iliac. Patient was brought back to or and noted a blush of contrast from the junction. Junction was on the curve of the iliac with an apparent type iii endoleak. In addition, a small type ii endoleak noted from left hypogastrics. Physician opted to reline entire graft with a 90mm limb, and there was enough room to land a 73mm limb to the hypogastrics. Final angio revealed no leaks, a seal at the hypogastrics, and a late small type ii. The patient closed and sent to the ICU.

Manufacturer narrative:
The zenith device has completed requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings & amp; precautions, and the correct deployment procedure. In regards to endoleaks, the IFU lists several warnings/precautions that, if followed, could prevent this failure mode from occurring or lessen the associated effects; anatomical criteria, anatomical conditions, proper ballooning sites, sizing requirements. Based on the provided event description, the patient was outside the indications for use and left iliac was angulated. This may have been a contributing factor to the endoleak, however, without images or further information this cannot be definitively concluded at this time. We will continue to monitor for similar complaints.